Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial for urgency frequency and urge incontinence. It was reported that the patient had not voided on their own from the beginning and they had voided with a catheter, but not on their own. No further complications were reported/anticipated.